Event description:
During a bypass procedure, physician was removing the device when a piece of the device broke off. Staff believe that broken piece of the device remains inside the pt. Physician does not foresee any adverse affect of the pt retaining the broken piece of the device.